Event description:
It was reported that a physician implanted an x-stop device into a patient. Two days post-op, the patient experienced acute onset lower back pain radiating down both legs. Subsequent x-rays revealed dislocation of the x-stop device posteriorly. Fourteen days later, the physician performed revision surgery for device removal with pedicle screw fusion. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.